Event description:
Description of event: hcp called structural heart technical support for assistance with repairs or replacement on "a broken part of one of our scd700 series compression devices." Serial number: (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).